Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the complaint device was received at the supplier facility and evaluated. The customer reported an issue of the device had scratched lenses and fuzzy images. Per evaluation findings, this complaint can be confirmed. During evaluation, it was found that the optical components including the outer tube, distal cover glass/negative and distal tip were damaged, and there were scratches on the lenses. The issues were resolved with the spare parts and the device was found to be working according to the specifications after carrying out the repair activities. User mishandling and/or lack of maintenance can be the most probable root causes of the scratches and damages observed. The faulty components would have caused the device to give fuzzy images as reported by the customer. A manufacturing record evaluation was performed for the finished device serial number (B)(6), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI:(B)(4).

Event description:
As reported per the customer via email, during testing of hd arthroscopes, customer noticed scratches on both lenses and fuzzy images. There was no patient involvement. Therefore there was no delay and no patient harm.